Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 300-530 mg/dl; cause was unknown. Additionally, it was reported that an occlusion alarm occurred. Customer addressed bg level by delivering a bolus and administering manual injections. Reportedly, the customer had manual injections as alternate insulin therapy.